Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 10/04/2019.

Event description:
The customer reported (lcd) liquid crystal display looks good, but touchscreen is cracked/damaged. In addition, the customer reports cannot make any changes to the touchscreen. The unit does not allow the customer to calibrate it in service mode, and it gets stuck waiting for the customer to touch a specific area, the unit doesn't recognize it and calibration is unsuccessful. There was no patient involvement.

Manufacturer narrative:
Date received by manufacturer: 04nov2019. Date of this report: 05nov2019. Multiple unsuccessful attempts were made to gather resolution. However, no additional information was provided. If any new, relevant information is received, the complaint will be reopened.